Manufacturer narrative:
H10 manufacturer narrative: siemens healthcare investigated the reported issue in detail. The investigation showed that the issue occurred because the operator had the finger in between the tube support arm handle and the hook mechanism when moving the tube support arm into to the parking/transport position. Based on the information received, the support arm was moved by the operator with too much force. As a result, the distal part of the operator¿s right middle finger was severed. On january 31, 2023, the affected system was thoroughly inspected by an experienced service engineer to identify any technical problems with the support arm. The inspection did not reveal any problems. The support arm was correctly counterbalanced. There was no need to adjust the spring to ensure that the support arm remains in the selected position. During all tests the support arm did not descend but remained in the selected position. The internal parallelism of the support arm was checked and the expected 560mm were measured. The friction brake screws were found to have a small play when the arm was moved up or down. The service engineer confirmed that the screws were correctly tightened with the appropriate nuts. It was confirmed that this could not lead to the support arm lowering unintendedly for more than some millimeters. Therefore, this was not identified as a technical problem. No technical problems were found during the system check. No adjustments were made. The system remained in the same condition. The analysis of the provided maintenance history of the affected system did not provide any indication of issues detected with the support arm. It is therefore concluded that the user must have applied too much force to lower the support arm to the parking/transport position. Therefore, for this specific customer, it is recommended to slightly adjust the brakes to increase the force required to lower the arm. In general, the force for raising and lowering the support arm should be approximately the same. The complete system check and, if necessary, adjustments should also be performed on the mentioned second system at this customer site. The area between the support arm handle and the hook mechanism is a system danger zone. Relevant information about the danger zones and the handling of the support arm are described in detail in the operator manual (english version spr8-230g.621.01.09, page 17-18). The operator needs to ensure that no body parts are in the vicinity of the marked danger zones during system movements. According to the service engineer, the customer did not have the operator manual available at the time of the incident because it had been lost previously. Therefore, the customer service manager provided the operator manual (spanish version spr8-230.621.01.07.04) to the customer on (B)(6) 2023. The complaint is closed with this statement and without further measures. H11 corrected data: b1: adverse event should have been checked on the initial report submitted to the FDA on february 3, 2023.

Manufacturer narrative:
Initial reporter¿s phone number is: (B)(6). Manufacturer¿s preliminary analysis: the system was inspected on site by a siemens healthcare customer service engineer and no system malfunctions were identified. There was no indication of wear or malfunctioning parts on the support arm. The support arm movements were correct and functioned within specifications. The arm kept its position in the most common placements after being moved during the inspection. The danger zones are described in the system operator manual. There is a specific warning to ensure that no body parts are in the vicinity of the danger zones. Initial corrective actions/preventive actions implemented by the manufacturer: the investigation is ongoing. A supplemental report will be submitted if addition information becomes available upon completion of the investigation.

Event description:
When the user was moving the tube support arm to the transport position a finger was caught between the handle of the arm and the hook which locks the handle into transport position. Thereby, part of the fingertip of the operator's middle finger of the right hand was cut off. Additional information regarding the patient' health status, medical intervention, and additional event details have been requested and are pending receipt.